Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body noted a cut in the insulation that was likely induced during the explant procedure. Inspection of the electrode tip found no anomalies. Resistance tests were completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of high thresholds, low sensing, or dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have dislodged. The dislodgement was suspected due to the ra lead exhibiting increased pacing thresholds and low p-wave sensing. A revision procedure was performed and this ra lead was explanted. This patient is not pacemaker dependent and no additional adverse patient effects were reported.